Event description:
It was reported that ratchet handle does not move up and down. The event during kit inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the ratchet handle was stuck and would not move up or down. The ratchet handle was overhauled and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.